Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 8mm medium-large clip applier would not close a clip. The customer tried a new clip and also tried closing it not around tissue but it still would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not there during the event but was able to obtain the answers to the questions. The instrument was inspected prior to procedure and appeared to be in working order. There was nothing seen when loading the clip or inserting the instrument that caused them to think otherwise. There was no blood loss. The surgeon didn't have to perform any medical intervention due to the issue. The issue was not at all related to the procedure and a new clip applier was used. The case proceeded and the clip closed perfectly around the structure with the new clip applier. The procedure was completed robotically with the backup instrument. There was no reported patient injury. No images or patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the clip applier instrument was found with one bent grip. The damage was found on one of the prongs of the grip. As a result, the clip could not be properly loaded on the grips. The root cause of severely bent instrument grip tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. The instrument logs for the 8mm medium-large clip applier (part# 470327-12 / lot/serial# n10211004-0113) associated with this event was last used on (B)(6) 2022 on system rsk8077. There were 96 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.